Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low co2 result was obtained on a patient sample on the dimension vista 500 instrument. Siemens reviewed the instrument data and determined that quality controls (qc) were within expected ranges on the day of the event. Additionally, siemens identified abnormal assay flags on multiple results for kin check which indicated a failed sample mixer. Siemens dispatched a customer service engineer (cse) to the customer's site, who performed the following: replaced sample mixer, detailed sample probe arm, checked belts and motor mounts for wear, and ran service methods, resulting acceptably. The customer ran quality controls, resulting acceptably and indicated that no there were no further errors after service. The cause of the discordant, falsely low co2 result was due to the failed sample mixer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument and was reported to the physician(s). The same sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.